Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had pain relief for leg pain even though the leads had migrated. The cause of the migration was not determined. The lack of pain relief was resolved and the patient passed the trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the leads were placed side by side at mid t8 for the trial. The representative stated that the leads migrated, one pulled down to the top of t10 and the other pulled out of the epidural space. This was confirmed with an x-ray. It was noted that the patient was trialed using low density settings and they were not able to get pain relief before the migration.